Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported a burning smell that was coming from a 2008t machine during heat disinfect mode. Upon further inspection, the biomed identified charring on the bibag interface board and cable. There were no signs of smoke, sparks, or flames. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. At the time of the event, there were approximately 1,200 hours logged on the machine. To resolve the reported issue, the biomed replaced the bibag interface board and cable. After the machine was repaired, it was subsequently returned to service. At the time of follow up the machine was reported to be fully operational. There was no patient involvement associated with the reported event. The damaged parts were discarded; no samples are available to sent back for manufacturer evaluation.